Event description:
A customer reported an issue with their pump screen that was displaying grey and provided no further information, which affected their ability to interact with the device. Customer's blood glucose level was 15 mmol/l. In response, the customer arranged to use a backup insulin pump to ensure continuous insulin delivery. Technical support confirmed the customer had a current warranty and would replace the faulty pump. The customer was instructed on how to put the pump into storage mode and agreed to return it using a pre-paid label within ten days.